Manufacturer narrative:
Company rep evaluated the unit and replaced the cpu board. Unit was calibrated and tested to factory's specifications.

Event description:
Customer reported the passport 2 monitor intermittently shuts down, which may have affected pt monitoring. No pt injury was reported.